Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/04/2015. The fse discovered that the white blood cell (wbc) bath was not properly sealed, attributing to the leak. The fse resealed the wbc bath resolving the leak. The service activity performed was verified to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately four ounces (4 fl. Oz.) And failing background values from a coulter lh 750 hematology analyzer during startup. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.